Event description:
It was reported the stimulator turned off by itself during recharge sessions and during regular use. The patient turned the stimulator back on. The patient used the device therapy 24 hours per day / 7 days a week and charged the stimulator regularly. The patient used both the recharger and the patient programmer to turn the stimulator back on. The patient was instructed to document the stimulation on/off occurrences in a journal. The representative interrogated the stimulator. Telemetry strips were not available as of the date of this report. The patient continued to have problems with the stimulator turning off. The stimulator was turning off about two days after recharging. The patient contacted the manufacturer. It was a confirmed the recharger would not be the reason the stimulator would turn off days after a recharger session. The patient was in good condition. Additional information has been requested from the hcp, but was not available as of the date of this report.